Manufacturer narrative:
The reported event was dislodgement. A complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient was admitted into hospital for dislodgement of the left ventricular lead. The left ventricular lead was explanted and replaced successfully. The patient was asymptomatic before, during, and after the procedure.